Event description:
"During a laparoscopic surgery, the working end of the grasper instrument broke off into the pt's abdomen - efforts to retrieve grasper tip via other laparoscopic instruments and fluro assistance were unsuccessful. Had to convert to open procedure. Then the tip was found."